Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed the pacemaker was experiencing failure to capture. Patient presented in the clinic with symptoms of dizziness and shortness of breath. Programming changes were made. The patient status was unknown.